Manufacturer narrative:
This device used for treatment and not diagnosis. Additional code: hsb. History of hip problems. Patient fell: (B)(6) 2012: previous surgery: date unknown, products unknown. A device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
The patient has a history of left hip problems and on (B)(6) 2012 the patient had a fall, sustaining a subtrochanteric fracture and the fracture was treated; it is not known what the patient was treated with or the date treated. A nonunion was discovered, date unknown, and the patient was implanted with a 12mm 130 degree cannulated trochanteric fixation nail, helical blade and an iliac crest bone graft on (B)(6) 2013. Six to 8 weeks ago patient complained of pain and an x-ray, date unknown, confirmed a nonunion and a broken nail. The nail was broken at the insertion point of the helical blade. Patient was returned to o.r. On (B)(6) 2013 and the hardware was removed. Patient was revised to 4.5mm locking compression plate 8 hole and screws. An intramedullary bone graft harvest was completed from the opposite femur, along with bone morphogenetic protein therapy using third party products. The explanted products were given to the patient and are unavailable for evaluation. This complaint is on the nail. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. A review of synthes device history records for manufacturing revealed no complaint